Event description:
The initial reporter alleged a false positive result for the elecsys anti-hcv ii assay in one patient sample. On (B)(6) 2022, the sample was tested on the cobas e 801 analyzer and generated a reactive result with a cut-off index (coi) of 50.3. The test was repeated on the same analyzer and was confirmed as repeat reactive, although the coi value for the repeat test was not provided. The same sample was tested on the abbott alinity system, where the initial result was equivocal with a coi of 1.06 (equivocal range: 1.00¿2.99). A repeat test on the abbott alinity system generated a negative result with a coi of 0.94. Historical testing from 2013 on the abbott architect system showed equivocal results with coi values of 1.26 and 1.29 on repeat testing. No polymerase chain reaction (pcr) results were available for confirmation.

Manufacturer narrative:
The analyzer serial number was not provided. The investigation determined that the elecsys anti-hcv ii assay performed within its claimed specificity as outlined in the method sheet. Single false positive results are covered by the assay's specificity claims. The investigation was limited due to the unavailability of calibration and quality control data, as well as insufficient sample material for further analysis. No additional pre-analytic or instrument-related issues were identified. A definitive cause for the reported event could not be determined based on the available information. The customer was advised to perform confirmation analysis using independent methods, such as immunoblot, as recommended in the method sheet.